Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported the device had nuisance air-in-line alarm issues (no visible air). There was patient involvement and patient no harm.

Event description:
It was reported the device had nuisance air-in-line alarm issues (no visible air). There was patient involvement and patient no harm.

Manufacturer narrative:
Omit : a160105 - false alarm (1013), g0600101 - alarm, audible. Additional information : imdrf annex a and g codes.